Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s)"), uterine perforation ("but potentially reflecting myometrial penetration or perforation of an intrauterine device / possible uterine perforation") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pulmonary embolism, abdominal pain, ovarian cyst ruptured and dizziness. Concomitant products included warfarin since 2015. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (right salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, nausea, dysmenorrhoea, fatigue and abdominal pain upper outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, nausea and uterine perforation to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results: the specimen is received labeled with the patient's name and "right ovary and fallopian tube". The specimen is received in formalin and consists of a 6.9 x 4.1 x 1.5 cm adnexectomy specimen comprised of ovary (11.2 g, 3.4 x 3.1 x 1.5 cm) and fallopian tube (6.1 cm in length x 0.5 cm in diameter) attached by a small quantity of congested and edematous membranous soft tissue. The focally disrupted (0.8 cm) ovarian capsular surface is pink-tan and focally congested, with a hemispherical soft tissue mass (1.1 x 1.0 x 1.0 cm) loosely adherent to the site of disruption by a thin strip of membranous tissue. The mass has a heterogeneous, smooth cut surface displaying dark red blood clot and yellow banding throughout. Sectioning of the ovary reveals tan-pink, smooth cut surfaces with multiple, smooth-walled, unilocular cysts throughout «0.1 to 0.2 cm greatest dimension). The fimbriated faliopian tube has a congested and edematous serosal surface. Sectioning of the tube reveals a tan-white, unremarkable, patent lumen most recent follow-up information incorporated above includes: on 31-oct-2018: medical record received : event uterine perforation was added. Concomitant & historical drug and conditions were added. Lab data updated. Reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs / perforation (fallopian tube(s)") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included warfarin since (B)(6). On (B)(6). 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (unilateral salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, nausea, dysmenorrhoea, fatigue and abdominal pain upper outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain upper, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage and nausea to be related to essure. The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (general), nausea, dysmenorrhea (cramping), fatigue, stomach pain, perforation (fallopian tube). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.